Event description:
It was reported by service report that the IV pole weldment was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: IV pole weldment.